Event description:
It was reported that prior to a thoracic endovascular aortic repair (tevar) procedure, placement of the sutures was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred. The same result occurred with two more proglide devices. After the third cuff miss, the physician decided to perform a cut-down procedure to close the artery and hemostasis was achieved. The arteriotomy was 6f. The sheath was upsized to 22f for the tevar procedure. There was a reported delay of 20-30 minutes due to the cut-down procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The other two proglide devices referenced are being filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for evaluation. The reported event of needle to cuff miss/suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.